Event description:
It was reported that an ilet pump became unresponsive: the user initially had difficulty waking the device, briefly observed approximately half battery after placing it on a charger, then the device would not power on despite charging, consistent with a screen or power-up malfunction and a potential user interface/display component issue. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and user re-entry into a new learning period on the replacement unit. Investigation included complaint intake review and return logistics for evaluation and inspection of the returned device . Investigation of this device revealed a device malfunction consistent with failure to power on and unresponsive screen behavior, with the affected component likely within the display or power control pathway; no patient harm was identified.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."